Manufacturer narrative:
It was reported that the 3mm drill bit broke during surgery and stuck into the bone. The broken piece was able to be removed during the procedure. The surgery was successfully completed. Device identifying information was not provided. Review of the device history record was not possible as the lot number of the device was not reported.

Event description:
It was reported that the 3mm drill bit broke during surgery and stuck into the bone. The broken piece was able to be removed during the procedure. The surgery was successfully completed.